Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed and replaced during a revision surgery on (B)(6) 2024 due to elevatus. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the medial plate may have been a little too dorsal and the patient may have walked on the foot a little too early. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, it is possible the initial placement of the device and patient non-compliance could have contributed to what the patient experienced. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2024-00182.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed and replaced during a revision surgery on (B)(6) 2024 due to elevatus. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
Corrected fields: h6: health effect- impact code: 4529.